Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator had a syncopal episode. As a result, the patient was hospitalized and the device was reprogrammed. No further effects were reported.